Event description:
It was reported that the battery of this pacemaker was at 267% power consumption and less than three months battery longevity. A diagnostic data analysis indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Additional information received indicated that the device exhibited premature battery depletion (pbd) and boston scientific technical services (ts) recommended replacing the device. To date, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that the battery of this pacemaker was at 267% power consumption and less than three months battery longevity. A diagnostic data analysis indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Additional information received indicated that the device exhibited premature battery depletion (pbd) and boston scientific technical services (ts) recommended replacing the device. To date, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was at 267% power consumption and less than three months battery longevity. A diagnostic data analysis indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Additional information received indicated that the device exhibited premature battery depletion (pbd) and boston scientific technical services (ts) recommended replacing the device. To date, the device remains in service. No adverse patient effects were reported.